Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09hds, implanted: (B)(6) 2013, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported the patient recently had hospitalization and it was stated the stay was not related to any problems with their device therapy but it was related to what they had the device for, which was bladder frequency. It was stated ¿it was more for frequency along with chronic kidney infection.¿ it was noted the patient had a loss of therapeutic effect and had been having problems related to frequency and incontinence for the last couple of weeks and the week of report had been the worst. The patient stated they needed to change programs. It was noted the patient¿s stimulation was still on and they felt it but ¿lightly.¿ reportedly, the patient had the device implanted in july and had it ¿pretty low to start with.¿ it was noted the patient had not changed settings too much, just a few times and they were not really feeling stimulation at the time of report.